Event description:
It was reported that patient's system was unable to enter MRI mode. Troubleshooting revealed high impedances on one lead. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the lead was explanted to address the issue. Therapy was restored post procedure. It is unknown which lead attributed to this issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg lead kit, 50cm length, model: mn10450-50a, UDI: (B)(4), batch: a2097.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.